Manufacturer narrative:
Continuation of d10: product ID: 977a275; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Product ID: 977a275; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep confirmed the damage was identified on the lead because it was checked with an impedance check with the patient's current battery at the time of the revision.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024 the patient (pt) would be having their lead revised due to an issue with the lead.  The rep reported the lead contacts were no longer working and high impedances were measured.  The rep also reported the pt was no longer receiving pain relief and had a return of pain. As a result, the lead would be revised and they noted the implanted neurostimulator (ins) would be upgraded.  No further information was provided. Additional information was received on 2024-aug-19. The rep provided additional information. They reported both leads were revised. It was reported to be unknown when the pt first noticed the loss of pain relief / return of pain. In response to potential contributing factors to this event, the rep stated the pt mentioned playing basketball. The rep reported the facility kept the explanted devices, they will not be returned for analysis at this time. Additional information was received on 2024-aug-21. The rep reported the doctor decided to revise the entire system. The rep did not provide an explanation as to why or how the doctor determined the lead contacts were the cause of the reported high impedance.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6)2024, product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 20-oct-2026, UDI#: (B)(4), h10: correction: initial report was submitted on the lead rather than system reporting the lead on the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.